Manufacturer narrative:
Correction to section d. Suspect medical device, 2. Product code from mzo to qhm. A review of tickets determined that there is normal complaint activity for lot 09221be00, and no trends were identified for this assay. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 09221be00 and 220 panel members of human negative population panel tier1. Overall, the specificity panel met specifications and no false reactive results were obtained. Further additional replicates of the negative control were tested which all met specifications. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent, lot 09221be00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06p04-55 that has a similar product distributed in the us, list number 06p04-60. Complete information section a, 1. Patient identifier = 102720001689. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported false reactive alinity s anti-hcv results on one donor. The results provided were: on 04mar2020 sid102720001689 =0.97s/co (<1.00s/co = nonreactive) on alinitys serial number (sn) (B)(4). The customer did not like the result being close to the cutoff, so on 05mar2020 the sample was retested on alinity s sn (B)(4) and the results =1.20s/co (>1.00s/co = reactive) / retest = 0.98 and 1.10s/co. The sample was sent and tested by nat and realtime pcr with both being negative. There was no reported impact to donor management.